Event description:
A pt was implanted with an aneurx bifurcated stent graft of unknown size and its components were inserted for the treatment of an abdominal aortic aneurysm in 2000. Aotic neck sizing is unknown. It is reported that since the implant, the proximal aortic neck had expanded and the device had migrated 3cm below the renal arteries and no longer had an adequate seal. The aneurysm size had increased from 5mm to 10mm and the portion of the aorta just below the renal arteries had dilated up to 28mm. The pt's co-morbidities include mild to moderate cad, mild to moderate copd, and severe peripheral vascular disease and the pt was high risk for surgical treatment. The pt was at serious risk of aneurysm rupture if left untreated. The physician requested an emergency use talent extender cuff, which is a covered stent graft, to repair the aneurysm. The 32mm diameter and 28mm length talent extender cuff was implanted in 2001 and reported to the FDA under ide g970065. The pt's post-operative status is unknown, however, info is pending. Procedure notes and films have been requested for review.